Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal patient information guide state some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and /or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms. The angio-seal device instructions for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The following dates are estimated. Only the month/year is known:

Event description:
It was reported following a percutaneous procedure, a 6f angio-seal vip was used. Hemostasis was not achieved and manual compression was applied. The patient was discharged. Ten days later after playing volleyball, the patient complained of leg pain. An arterial femoral runoff angiogram revealed a blockage of the popliteal artery. The patient underwent surgical intervention where the surgeon removed the angio-seal and thrombus. The patient was reportedly recovering.